Manufacturer narrative:
Further information was requested but not received.

Event description:
It was noted that the right ventricular (rv) lead exhibited noise. No intervention was performed. The patient condition was unknown.

Event description:
New information received notes recurrence noise was occurred in the right ventricular lead. The rv lead was explanted and replaced. The patient was in stable condition throughout the procedure.